Event description:
The issue of the device is unknown. There was unknown patient involvement. The device analysis found that the device failed the dosing accuracy test.

Manufacturer narrative:
One device was received for evaluation. Functional testing found the device failed for dosing accuracy. It was determined that the root cause was due to the expulsor that was too high. The expuslor was sanded down. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B5: it was reported that there was no patient involvement.